Event description:
Customer reported no image on monitor, on site spoke with ann mary - customer reported problem with rui; broken joy stick/possible cause rui may have been dropped.

Manufacturer narrative:
Service representative repaired joy stick. Performed functional test, system is working as intended. Unit returned to service.